Manufacturer narrative:
Serial# is unavailable. Evaluation summary it was caused due to the union nut on the gas adapter worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Of-g11 thread on the fixing ring defect at four pieces. The thread or the material of the union nut is too soft and becomes unusable after repeated use.